Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated with insulin drip. The customer was admitted to (B)(6) on (B)(6) 2015. The cause of hospitalization as per healthcare provider was diabetes ketoacidosis. The troubleshooting was performed. The customer reported that the drive support cap is flushed. The customer was advised that the insulin pump will need to replaced. The patient was advised to treat as per healthcare provider instructions. The customer was advised to follow their medically prescribe back up plan.